Event description:
Customer alleges discrepant results with meter compared to physician's meter: date: (B)(6) 2011. Inratio: 1.4, md's inratio: 2.3. Patient's target therapeutic range is 2.0-3.0. Results done within 2 hours of each other.

Manufacturer narrative:
Pending.